Event description:
Philips received a complaint on the efficia dfm indicating that the system has failed joule shock and an analysis was performed. There was no patient involvement. A functional analysis was performed and identified the system has failed joule shock. It was re plugged from the port external paddle, operational test was replaced, which resolved the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.